Event description:
While the suction irrigator was being used by the surgeon, the irrigator port came out and the saline fluid splashed on the surgeon's face. Two other suction irrigators within the same lot number did the same thing.